Manufacturer narrative:
Additional information: the pin has been received by the manufacturer. However, it is still under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pin was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. No problem was found with the returned pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a percutaneous sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the perc pin was difficult to fit on the percutaneous reference frame. This caused less than a five minute delay to the case and there was no reported impact to the patient. The procedure was completed using the navigation system. After the case, a manufacturer representative tested the perc pin with a different frame and still had issue. The site opened a new one of their perc pins and they did not have the issue in either of the frames.